Manufacturer narrative:
Additional information : imdrf annex a, g, c and d grids.

Event description:
It was reported that the devices were involved in a tubing ballooning issue and the customer is requesting the manufacturer to check the involved equipment. Although asked, the customer did not specify if there was a suspected device issue. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported that the devices were involved in a tubing ballooning issue and the customer is requesting the manufacturer to check the involved equipment. Although asked, the customer did not specify if there was a suspected device issue. There was patient involvement but no harm.